Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 16:310, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. It is mentioned by hp that the cassette was pinched. It is not enough evidence that pinched cassette can cause se 2240. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted to clear the alarm. The cg would start over with new supplies. During a follow up with the cg regarding the alarm, it was revealed that the issue was resolved by starting over with new supplies, and reported that the cassette tubing was pinched causing the alarm. The hp stated that she discussed the issue with the nurse, who reportedly agreed that the pinched cassette may have caused the alarm. The cg confirmed that the hp did not have any injury or medical intervention as a result of this incident. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.